Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and fainting.

Event description:
It was reported that an alert/notification settings issue occurred. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. On (B)(6) 2024, the device did not warn her that her blood sugar was low. The patient reportedly blacked out and turned grey while at a healthcare facility. The patient reported that the sensor did not go off and should have warned her. She noted that healthcare staff also reported the device did not alert. The patient noted that the egv was below 40 mg/dl. An ambulance was called, and the patient was treated with "3 glucose emergency things." She reportedly recovered after treatment and was in stable condition during the call. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine and "doing well". No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, clarification was provided on 12/22/2024.

Manufacturer narrative:
(B)(4).